Manufacturer narrative:
Discrepant results (accuracy) comparison of intratio test with lab results provided by end-user at time complaint was filed: date (B)(6) 2012, inratio 1.7, reference 1.1, mean 1.40, confidence limits 1.1 - 1.9. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inr reported have met the criteria for accuracy. Reviewed strip testing history on lot #271721 with corresponding strip code (B)(4) (48 pack). (B)(4). This issue will be subject to tracking and trending. Corrective action not required at this time.

Event description:
Caller alleged discrepant inratio results. Results as follows: date (B)(6) 2012, inratio 1.7, lab 1.1. Meter and lab tests were done at the same time. Customer is using the inratio meter for home nursing on recently discharged pts. Customer also states that the bulk of pts are being dosed on warfarin and clexane concurrently until they are stable on warfarin. No specific pt info was provided.